Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent right knee revision due to pain and instability. Intraoperatively, surgeon notes significant amount of scar tissue requiring removal and laxity in both flexion and extension planes. Only the poly insert was exchanged. No intraoperative complications were noted. (B)(6) 2019: the patient underwent right knee revision due to pain. Intraoperatively surgeon notes "large amount" of adhesion tissue underneath the quadriceps and patellar tendon. Patella and femoral component found well fixed. Surgeon notes extraction of tibial component due to reported pain in region and found removal of tibial component from cement mantle "easy" and relatively clean with no significant cement attached to tibial faceplate indicating loose tibial plate at implant-cement interface. The tibial plate and insert were replaced. No intraoperative complications noted. Doi: (B)(6) 2016 (tibial tray, insert and patellar component); dor 1st: (B)(6) 2018 (tibial insert); dor 2nd: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.